Manufacturer narrative:
On 19-dec-2025 product investigation result: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothbrush head detaches while brushing- oral b power care [device breakage]. Case narrative: consumer via web stated that the toothbrush head detaches while brushing. No injury was reported. 19-dec-2025 product investigation results: conclusion code other, 'no manufacturing cause' and 'no design issue' identified based on investigation.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head detaches while brushing- oral b power care [device breakage]. Case narrative: consumer via web stated that the toothbrush head detaches while brushing. No injury was reported